Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, r-wave amplitude decreased indicating the right ventricular (rv) lead was dislodged from its initial position. On (B)(6) 2020, the rv lead was re-positioned and reattached to the ventricle to resolve the event. The patient is stable with no adverse consequences.